Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/6/2019. Device evaluation summary: it was reported that a 47 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. The deflation was confirmed by visual examination. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline breast implant, catalog # 3501670, s/n (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. The deflation was confirmed by visual examination. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 425cc saline implant, catalog # 3501670 on (B)(6) 2019.